Event description:
In 2008, the sales rep reported that during a posterior lateral fusion revision, the surgeon was trying to remove the multiple pathfinder screws. The shaft of the driver bent while surgeon was tamping and pushing on the driver. The surgeon grabbed another driver to finish the case. Add'l info received on the same day via telephone, the sales rep reported that during a revision surgery for pain and pseudoarthrosis, the surgeon was doing a posterior lateral fusion. The surgeon was in the process of explanting 6 pathfinder screws and reinstrument with incompass screws. While the surgeon was explanting the screws, the two drivers bent at the shaft about 1/3 of the way up on the shaft. The surgeon finished the case as intended by continuing to use the same drivers. This caused a surgical delay of ten minutes. There was no report of injury to the pt.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Device MFR date is unk. Investigation pending.